Event description:
A pt reported experiencing hypoglycemia while using a fasttake meter. Pt has been diagnosed with type 2 diabetes 3-4 months before event. Pt claims that they takes glypizide only if blood glucose is above 180 mg/dl. In 6/2001 pt had a blood glucose of 47 mg/dl on ft meter at 7:26am. Pt ate breakfast and took glypizide. Pt later became very incoherent. Pt ate two bananas but later passed out. Pt was given a candy bar and a can of soda after which they became better. No further info has been provided by pt.